Event description:
A customer reported via phone call indicating that their sensor displaying wrong readings of sensor and blood glucose. The customer reports that the lost sensor. The patient's blood glucose was 260 mg/dl at the time of the call. The customer was assisted with the issue and was informed that the sensor needs to be replaced. The customer was informed that the sensor may be bent. The customer was educated on the proper site and insertion technique of the sensor to avoid any issues in the future. The customer was sent a new sensor.

Manufacturer narrative:
Findings: reliability analysis inspected 1 opened/used sensor and found sensor broken in half broken part still attached to sensor tubing see picture for more details. Unable to confirm customer received sensor damage due to customer returned opened/used.